Event description:
It reported that allegedly through the filing of a lawsuit, "the pt was diagnosed with a left periprosthetic femur fracture with a fracture of the left femoral component."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.